Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie failed, issue happened when user tried to dispense medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware drawer was failed and cubie was failed. A field service engineer (fse) found that a cubie pocket had failed but was able to recover it. Fse tested the unit, and everything worked properly. The system functioned as intended after the field service engineer repaired the device.